Event description:
Boston scientific crm received information that the patient with this right ventricular defibrillation lead received two inappropriate shocks as a result of ventricular oversensing. Upon interrogation, it was noted that the impedance of the ventricular pace/sense lead was greater than 2000 ohms and a proximal ventricular lead fracture could be observed via chest x-ray. No cause could be found for the multiple lead fractures. Tachycardia therapies were programmed off and the device was left programmed aai (lower rate 55 beats per minute). Venography revealed a subclavian vein occlusion; the decision was made to place a completely subcutaneous ICD system. The new system was programmed normally. The patient was then discharged with two device implanted. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains implanted; however, the lead has been deactivated. Should additional information become available, an amended report will be submitted. (B)(4).